Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient said this morning she used and electric heating pad on her shoulder and she felt a sudden strong current go down her right leg; uncomfortable stimulation. The patient said her stimulator is on her right side. Patient services reviewed the guidelines of electric heating pads. Told the caller she could try shutting off stim when using the pad. It problem persists to discontinue the heating pad. No further complications were reported or are anticipated.